Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under-delivery anomaly. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia, hyperglycemia, diabetic ketoacidosis, confusion/disorientation treated with hospitalization: overnight stay, insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, hospitalization: overnight stay. Troubleshooting was identified. The event involved product(s) mmt-1886. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify possible under delivery anomaly, calibration not accepted/sensor calibration anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. In further full review of the pump history/traces on the event date of 13-jun-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 13-jun-2024 listed on smartsolve. Dailytotalcollectionstarttime: 06/13/2024 00:00:00.000 dailytotalofallinsulindelivered: 302750 (30.275 u), dailytotalofbasalinsulindelivered: 109500 (10.95 u), dailytotalofbolusinsulindelivered: 193250 (19.325 u). Unable to test for possible under delivery anomaly due to critical pump error (open book image) alarm. Possible under delivery anomaly was unknown. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 13-jun-2024 in the formatted history file. Sensorexpiredalert (794) was found on: 06/12/2024 23:40:13.000 lostsensor1alert (780) was found on: 06/10/2024 18:54:00.000, 06/10/2024 19:04:00.000, 06/13/2024 06:48:00.000, 06/13/2024 06:58:00.000, 06/13/2024 16:13:00.000, 06/13/2024 16:23:00.000. Lostsensor2alert (781) was found on: 06/13/2024 16:50:00.000 sensorerroralert (801) was found on: 06/13/2024 17:17:31.000,, 06/13/2024 19:37:33.000, 06/13/2024 19:47:00.000, 06/13/2024 20:12:33.000, 06/13/2024 20:22:00.000. Unable to test for calibration not accepted/sensor calibration anomaly, sensor expired alert, lost sensor alert and sensor error alert due to critical pump error (open book image) alarm. Calibration not accepted/sensor calibration anomaly, sensor expired alert, lost sensor alert and sensor error alert were unknown. Critical pump error (open book image) alarm and pump error 55 alarm (linenumber 672 filenumber 39) confirmed in the formatted history file on 10/25/2024 11:48:38.000. Pump error 55 alarm (linenumber 672 filenumber 39) (internal crc failure) is the fatal error. This was the reason for the critical pump error (open book image) alarm, suspected on hw. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ force sensor zero offset within specification (23.34 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Unable to verify customer alleged for high bgs/dka. Unable to verify possible under delivery anomaly, calibration not accepted/sensor calibration anomaly, perform the required testing and upload pump to carelink due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 55. Critical pump error (open book image) alarm and pump error 55 alarm (linenumber 672 filenumber 39) (internal crc failure) were confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.